Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a part of the monitorr csf drainage system w/patient line one way valve (10100) that is intended to be fused became dislodged (next to the stopcock near the transducer), resulting in cerebrospinal fluid (csf) leakage. Additional information has been requested.

Manufacturer narrative:
The monitorr csf drainage system w/patient line one way valve (10100) was not returned for evaluation after three good faith attempts (gfes) were made and no photos were provided to evaluate the reported ¿dislodgement.¿ however, investigation was performed with available information as follows: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed, and no anomalies were found. Investigation findings - the complaint reported a ¿device failure next to the stopcock near the transducer¿; therefore, from the complaint description it seems that the pvc tubing broke off or got disconnected from the ¿manifold stopcock¿. Pvc clear tubing is attached to the stopcock by means of solvent bonding (also known as solvent welding) per local procedures and DHR instructions. Each assembly (100%) is leak tested during the product manufacturing process. As per complaint information the device was in use for eight (8) days (4/2/24 ¿ 4/10/24) prior to the reported disconnection. It is unknown what activities were taking place, if any, when the tubing got disconnected (e.g., transporting, moving, turning, etc. The patient) that could have contributed to the tubing disconnection. As per information provided in the complaint narrative, the customer is concerned because they report to ¿have placed ten (10) evds and have had three (3) of these failures¿. This 30% failure rate is not representative of the lot¿s (or product overall) behavior in the field since no other complaints have been received for lot 7287676. However, no further evaluation can be made since the unit has not been returned for evaluation and therefore, a root cause determination is not possible at this moment. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.